Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee revision on (B)(6) 2021. Approximately 11 months after the first revision the patient had a second left knee revision on (B)(6) 2022 due to pain, swelling, loss of motion, synovial scarring, synovitis, premature component wear, instability, formation of cysts; need for left knee aspiration procedures to relieve excess accumulated synovial fluid. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6: corrected the following: health effect clinical code, medical device problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason for the revision reported in incident cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and instability could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Sn: (B)(6). Pn: 02-012-44-5015 - logic tibia implant psc insert, sz 5, 15mm. 510k: k110547. UDI: (B)(4). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear and instability could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.